Manufacturer narrative:
H10: the lot number was not provided; therefore, a lot history review was not performed. The device was not returned for evaluation; however, medical records were provided for review. The investigation is confirmed for filter occlusion and retrieval difficulties. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicates that model dl900j vena cava filter was allegedly occluded and unable to be retrieved. The information was received from one source. There was no reported patient consequence. The 31 year old male patient was 160 pounds.

Manufacturer narrative:
The lot number was not provided; therefore, a lot history review was not performed. The device was not returned for evaluation; however, medical records were provided for review. The investigation is currently underway. The device is labeled for single use.

Event description:
A review of the reported information indicates that model dl900j vena cava filter was allegedly occluded and unable to be retrieved. The information was received from one source. There was no reported patient consequence. The (B)(6) year old male patient was (B)(6) pounds.